Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while opening the package, the suture wire stuck to the packaging and as a result, the wire came loose. Therefore, the optima could not be used.

Manufacturer narrative:
Received 1 used ureteral stent with the original unit packaging. During the visual evaluation it was noted that the suture and stent were broken. The broken section presented with stress marks as if the stent was stressed beyond its tensile capabilities. The stent was received outside of its individually sealed polybag. The following functional evaluation was performed: used a 0.038 guidewire; submerged the guidewire and stent in water to activate their coating; slipped the guidewire through the stent. The guidewire could be inserted into the stent with out any difficulties. A dimensional evaluation found that the device was within specifications. The complaint was confirmed with an unknown root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent; care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.